Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have been hospitalized due to high blood glucose on (B)(6) 2014. Customer's blood glucose at the time of hospitalization was 349 mg/dl. Customer was treated with IV and insulin. Customer reports to have been off of the insulin pump since 11:00 p.m on (B)(6). At the time of call, customer's blood glucose was 285 mg/dl. Customer was advised that insulin pump will be replaced. No further information provided.